Manufacturer narrative:
The customer¿s report that the tubing cracked and leaked was confirmed. Visual inspection observed that the female luer had a vertical hair line crack measuring 0.551 inches long. Visual inspection of the luer observed the crack was on the knit line with the gate opposite the crack. The female luer was inspected under a magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer on the used extension set. The root cause of the component breakage is unknown. The probable cause of the component breakage was a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing cracked and leaked at the connection site during patient use. There was no report of patient harm.